Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the preloaded device missed the lens and could not be implanted. There was no harm to the patient. Additional information has been requested and received stating another lens was used to complete the case.

Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The device with the lens was returned in the opened blister tray. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has advanced to the far end of the loading area and has overrode the lens. The lens has not advanced out of the loading area. The trailing haptic is folded onto the optic on the left of the plunger. The leading haptic is ahead of the optic, under the plunger. All product and batch history records are quality reviewed prior to product release. It is unknown if a qualified viscoelastic was used in the device. A plunger override in the loading area was observed. The root cause of the complaint of cannot be determined. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The observation of a plunger override while the lens was still within the lens loading area may indicate that the delivery rate was faster than the recommended rate. The manufacturer internal reference number is: (B)(4).